Event description:
On (B)(6) 2012, the patient's son contacted global technical services to request the homechoice machine be picked up because the patient died. Global pharmacovigilance (gpv) provided the following additional information regarding the patient?s death. On (B)(6) 2012, the patient's son contacted customer services and reported the patient died on (B)(6) 2012 from natural causes. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis (pd) clinic and spoke with the nursing supervisor regarding the patient's death. The following information was reported. The homechoice patient (hp) was in the hospital at the time of death. The supervisor did not believe that the death was related to pd therapy, but did not know the cause of death. On (B)(6) 2012, the registered nurse (rn) contacted product surveillance with additional information regarding this event. The following information was reported. On an unreported date, the patient was hospitalized for peritonitis. The rn could not confirm the cause of the peritonitis. While hospitalized, the patient declined any treatment and subsequently developed sepsis. On (B)(6) 2012, the patient died in the hospital. The cause of death listed on the death form was peritoneal access infection complication, fungal. The nurse did not have any further information regarding this peritonitis and death event at this time.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots gd892364 and gd891994 with no issues noted during the manufacturing process. There were no deviations from standard procedure.